Event description:
It was reported that at the time of inspection on power up, the cardiosave intra-aortic balloon pump (iabp) unit had a fault code #139.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h5, h10, h11).

Event description:
It was reported that at the time of inspection on power up, before use, the cardiosave intra-aortic balloon pump (iabp) unit had a fault code #139. There was no patient involvement.